Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5: upon subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the device operated unexpectedly when the control device was not engaged. It was further reported that the device worked once it was connected to the console and the locking on the handpiece did not lock.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that flex circuit and locking components of the motor device were damaged. It was further observed that the device had unintended activation/motion and a component damage. It was further determined that the device failed pretest for motor thermistor assessment and safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the safe lock load system of the pen gun body of the motor device did not work (no lock motor). The reporter further clarified that the pen gun did turn while it was not connected to the attachment or burr devices. According to the reporter, the pen gun should stop or not function if it was not connected with an attachment, but it seemed the safety lock system did not function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.